Event description:
Prior to implantation of the aq2010v silicone lens, the surgeon noted that there was a posterior capsular tear that occurred during phaco. The surgeon attempted to implant the lens but it kept falling back. The lens was removed and replaced with a anterior chamber lens. Patient's pre-op best corrected visual acuity was 20/80 and the post-op best corrected visual acuity 20/100.